Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event after changing infusion sites following an occlusion alert, stating the pump delivered insulin that led to a critical low; the user treated with fast-acting carbohydrates and subsequently administered glucagon, after which cgm glucose rose to approximately 150 mg/dl. Symptoms included hypoglycemia with anxiety, lethargy, muscle weakness, and shaking. Outcomes included an unexpected medical intervention with medication, specifically glucagon. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.